Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. As per medical report from the clinic in libya form (B)(6) 2022, the user has a non-function device on the left side with recurrent hematoma and seroma around the implant site.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Further, the recipient suffered from recurrent seroma and haematoma at the implant site due to undetermined reasons. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. As per medical report from the clinic in libya form (B)(6) 2022, the user has a non-function device on the left side with recurrent hematoma and seroma around the implant site. The clinic recommends the removal of the device which will most likely take place in libya. However, no date has been scheduled yet.